Event description:
During a rotator cuff repair, the physician (france) was reportedly utilizing a super turbovac 90 icw. Intra-operative, the physician noted that small fragments of metal became detached from the distal end of the wand. The manufacturer was unable to confirm whether or not the device fragments were retrieved from the surgical site. The procedure was completed and no pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender were requested but were not received.